Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 34-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, palpitations, allergic rhinitis, blurred vision and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2015, the patient experienced back stiffness ("neurological conditions or problems: lower back stiffens") and muscle spasms ("leg cramps"), 3 days after insertion of essure. In (B)(6) 2016, the patient experienced dysgeusia ("other injuries or complications: metal taste in mouth"), epistaxis ("nose bleeds") and rash ("hyper pigmented pruritic rash"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"), hypertension ("high blood pressure"), rhinitis allergic ("allergic rhinitis") and rash pruritic ("hyper pigmented pruritic rash"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("panic attacks"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal fungal infection"), ecchymosis ("ecchymosis") and dizziness ("dizziness"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy - nickle"), abdominal pain ("abdominal pain") and stiff back ("lower back stiffens"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, dysgeusia, vulvovaginal mycotic infection and dizziness had resolved, the genital haemorrhage, dyspareunia, fatigue, alopecia, vaginal infection, migraine, back stiffness, vaginal discharge, epistaxis, ecchymosis, pain in extremity, abdominal pain, rhinitis allergic, rash pruritic, stiff back and rash outcome was unknown and the anxiety, muscle spasms, panic attack and hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back stiffness, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ecchymosis, epistaxis, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, muscle spasms, pain in extremity, panic attack, pelvic pain, rash, rash pruritic, rhinitis allergic, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and stiff back to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression: no convincing CT evidence of an acute large vessel infarct, intracranial hemorrhage, intracranial mass. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received: events: allergic rhinitis, hyper pigmented pruritic rash, lower back stiffens were added. Event of genital hemorrhage downgraded to non-serious event. Event onset date and patient height were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 34-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, palpitations, allergic rhinitis, blurred vision and obesity. In (B)(6) 2015, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back stiffness ("neurological conditions or problems: lower back stiffens") and muscle spasms ("leg cramps"), 3 days after insertion of essure. In (B)(6) 2016, the patient experienced dysgeusia ("other injuries or complications: metal taste in mouth"), epistaxis ("nose bleeds") and rash ("hyper pigmented pruritic rash"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"), hypertension ("high blood pressure"), rhinitis allergic ("allergic rhinitis") and rash pruritic ("hyper pigmented pruritic rash"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("panic attacks"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal fungal infection"), ecchymosis ("ecchymosis") and dizziness ("dizziness"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy - nickle"), abdominal pain ("abdominal pain") and stiff back ("lower back stiffens"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, allergy to metals, dysgeusia, vulvovaginal mycotic infection and dizziness had resolved, the genital haemorrhage, dyspareunia, fatigue, alopecia, vaginal infection, migraine, back stiffness, vaginal discharge, epistaxis, ecchymosis, pain in extremity, abdominal pain, rhinitis allergic, rash pruritic, stiff back and rash outcome was unknown and the anxiety, muscle spasms, panic attack and hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back stiffness, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ecchymosis, epistaxis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypertension, migraine, muscle spasms, pain in extremity, panic attack, pelvic pain, rash, rash pruritic, rhinitis allergic, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and stiff back to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression: no convincing CT evidence of an acute large vessel infarct, intracranial hemorrhage, intracranial mass. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Lot number: c22914, manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: no new significant information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, palpitations, allergic rhinitis, blurred vision and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced musculoskeletal stiffness ("neurological conditions or problems: lower back stiffens") and muscle spasms ("leg cramps"), 3 days after insertion of essure. On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("panic attacks"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine headache") and vulvovaginal mycotic infection ("vaginal fungal infection"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy - nickle"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("vaginal discharge"), dysgeusia ("other injuries or complications: metal taste in mouth"), epistaxis ("nose bleeds"), ecchymosis ("ecchymosis"), pain in extremity ("right leg pain"), dizziness ("dizziness"), hypertension ("high blood pressure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, dysgeusia, vulvovaginal mycotic infection and dizziness had resolved, the genital haemorrhage, dyspareunia, fatigue, alopecia, vaginal infection, migraine, musculoskeletal stiffness, vaginal discharge, epistaxis, ecchymosis, pain in extremity and abdominal pain outcome was unknown and the anxiety, muscle spasms, panic attack and hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ecchymosis, epistaxis, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, muscle spasms, musculoskeletal stiffness, pain in extremity, panic attack, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression: no convincing CT evidence of an acute large vessel infarct, intracranial hemorrhage, intracranial mass. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, palpitations, allergic rhinitis, blurred vision and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced musculoskeletal stiffness ("neurological conditions or problems: lower back stiffens") and muscle spasms ("leg cramps"), 3 days after insertion of essure. On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("panic attacks"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine headache") and vulvovaginal mycotic infection ("vaginal fungal infection"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy - nickle"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("vaginal discharge"), dysgeusia ("other injuries or complications: metal taste in mouth"), epistaxis ("nose bleeds"), ecchymosis ("ecchymosis"), pain in extremity ("right leg pain"), dizziness ("dizziness"), hypertension ("high blood pressure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterctomy (full) salpingectomy (bilateral)). Essure was removed on 19-dec-2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, dysgeusia, vulvovaginal mycotic infection and dizziness had resolved, the genital haemorrhage, dyspareunia, fatigue, alopecia, vaginal infection, migraine, musculoskeletal stiffness, vaginal discharge, epistaxis, ecchymosis, pain in extremity and abdominal pain outcome was unknown and the anxiety, muscle spasms, panic attack and hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ecchymosis, epistaxis, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, muscle spasms, musculoskeletal stiffness, pain in extremity, panic attack, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression: no convincing CT evidence of an acute large vessel infarct, intracranial hemorrhage, intracranial mass. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and medical records received: lot no. Was added. New events - abnormal bleeding (general), allergic or hypersensitivity reaction: blood pressure, dysmenorrhea, dyspareunia, fatigue, hair loss,infection (bladder/urinary tract/vaginal): vaginal infections, migraines/headaches, neurological conditions or problems: lower back stiffens, nickel allergy, psychological or psychiatric problems: anxiety, rashes or skin conditions: nickel allergy, vaginal discharge, other injuries or complications: metal taste in mouth, nose bleeds, leg cramps, leg pain, panic attacks, ecchymosis, abdominal pain were added. Reporter's information, patient demography, medical history, concomitant condition, lab data were added. Outcome of event hypertension, anxiety, panic attacks, muscle cramps were added as recovering/resolving and dizziness, vaginal mycotic infection, dysgeusia were added as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 34-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, palpitations, allergic rhinitis, blurred vision and obesity. In (B)(6) 2015, the patient experienced pain in extremity ("right leg pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back stiffness ("neurological conditions or problems: lower back stiffens") and muscle spasms ("leg cramps"), 3 days after insertion of essure. In (B)(6) 2016, the patient experienced dysgeusia ("other injuries or complications: metal taste in mouth"), epistaxis ("nose bleeds") and rash ("hyper pigmented pruritic rash"). In (B)(6) 2016, the patient experienced migraine ("migraine headache"), hypertension ("high blood pressure"), rhinitis allergic ("allergic rhinitis") and rash pruritic ("hyper pigmented pruritic rash"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("panic attacks"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal infection"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal fungal infection"), ecchymosis ("ecchymosis") and dizziness ("dizziness"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy - nickle"), abdominal pain ("abdominal pain") and stiff back ("lower back stiffens"). The patient was treated with surgery (hysterctomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, dysgeusia, vulvovaginal mycotic infection and dizziness had resolved, the genital haemorrhage, dyspareunia, fatigue, alopecia, vaginal infection, migraine, back stiffness, vaginal discharge, epistaxis, ecchymosis, pain in extremity, abdominal pain, rhinitis allergic, rash pruritic, stiff back and rash outcome was unknown and the anxiety, muscle spasms, panic attack and hypertension was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back stiffness, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, ecchymosis, epistaxis, fatigue, genital haemorrhage, hypertension, menorrhagia, migraine, muscle spasms, pain in extremity, panic attack, pelvic pain, rash, rash pruritic, rhinitis allergic, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and stiff back to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression: no convincing CT evidence of an acute large vessel infarct, intracranial hemorrhage, intracranial mass. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Lot number: c22914 manufacture date: 2014-02 expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("allergy - nickle"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and allergy to metals had resolved. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : chronic pain, dysmenorrhea, menorrhagia, nickel allergy. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.